Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the packaging was opened, the needle was found to be separated from the thread and could not be used. The device was replaced to complete the case. There was no patient injury.